Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found no issues. The bed alarms functioned as designed. The progressa bed requires an effective maintenance program. We recommend that you perform bi-annual preventative maintenance (pm) and testing for joint commission certification. Pm and testing not only meet joint commission requirements but can help support a long, operative life for the progressa bed. Pm will minimize downtime due to excessive wear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Based on this information, no further information is required.

Event description:
Hill-rom received a report from the account stating the bed exit will not alarm. The bed was located at the account in the ICU. There was no patient/user injury reported. (B)(4).